Manufacturer narrative:
The affected carina was tested on site at the service center and the log file was provided for investigation at the manufacturer. The analysis of the log entries confirmed that on the (B)(6) at 10:53 p.m. The device detected an unacceptable deviation between measured motor blower rotation speed and the set value. However, the malfunction could not be reproduced, and no detailed root cause could be determined. In case of such a deviation, the high priority alarm "device failure !!!" Is generated and an ongoing ventilation is not continued as the device switches to patient safe mode. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device reacted as specified to the deviation by generating a visual and audible technical alarm and opening the emergency breathing valve to allow for spontaneous breathing of the patient. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that "on (B)(6) at 23:00 (11 p.m.) The device generated an alarm "malfunction!!". Patient spo went down to 70%. It was judged to be out of order by the user because carina did not blow." No serious injury reported.